Manufacturer narrative:
Two opened probes were received. Sample #1 was visually inspected and found to be non-conforming with the needle and cutter completely broken off at the stiffener. Functional testing and disassembly activities were unable to be performed due to the needle and cutter being completely broken off of the probe assembly. Sample #2 was visually inspected and found to be non-conforming with the needle slightly bent and foreign material (possible surgical material) on the needle and in the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The inner cutter / coupling adhesive bond fillet was visually inspected and found to be non-conforming. The inner cutter was observed to be slightly bent. Gouge marks were observed at the cutting edge, bend area, and a couple other locations along the inner cutter. Wear marks were also observed at the bend area of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. The sample evaluation was unable to verify the reported event for returned sample #1 as the sample was received with the needle and stiffener broken off of the probe assembly. The sample evaluation for sample #2 confirmed that this probe had a cut failure and also indicated that this probe had an actuation failure. The root cause for the observed non-conformances on sample #2 is due to the separation of components within the probe. It appears that during surgical use of the probe the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor to the observed non-conformances on sample #2 is the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft which can decrease the quality of the cut performed by the probe. The exact root cause of the bent needle and inner cutter, as well as the observed foreign material, cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery as is evidenced by the observed wear on the inner cutter. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. An exact root cause for the bent needle, bent inner cutter, and observed foreign material, was not determined from this evaluation, therefore, no specific action with regard the these non-conformances was taken by the manufacturing site. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported two vitrectomy probes did not cut and the aspiration was working during a procedure. The probes were replaced with another one and the procedure was completed. There was no harm to the patient. This is one of four reports from this customer.